Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while dr was broaching, the top of the handle broke of. Dr used another instrument to make the handle work. The handle was a hazard to the doctors and scrub because it was left with sharp jagged edges."